Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from the instrumemt. The surgeon used another device to complete the procedure. No pt injury was reported.